Manufacturer narrative:
Batch review performed on 09 february 2023: lot 148658: (B)(4) items manufactured and released on 13-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional device involved. Batch review performed on 09 february 2023: liner: mpact 01.32.3244hct flat pe hc liner ø32/e (k103721) lot 122751: (B)(4) items manufactured and released on 24-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 7 years 8 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.